Event description:
It was reported that, "the threads on the trial acetabular window fell out. Had to use a curiate to wedge out trial window."

Manufacturer narrative:
Summary of evaluation: visual inspection indicated the returned device was in used condition. There are dents and surface scratches present of the device. Inspection of the inner threads indicated that the threads were stripped out. The investigation concluded that this per is related to trend of similar events where internal threads of the trident acetabular window trials have stripped. The results of previous investigations indicated that these events occurred as a result of cross threading and subsequent stripping of the internal threads of trident acetabular window trials because of inadequate strength of the material, as well as insufficient thread engagement of the impactor threads with the window trial threads. This issue is related to the design of the device. Device history review showed no reported discrepancies. Complaint history review database indicated that from 2004 to (B)(6) 2010, for cat #: 2208-2056 there have been other reported events regarding stripped threads for trident acetabular window trials.